Event description:
It was reported that the ventilator failed o2 cell/sensor test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issues have been done by analyzing problem description and communication with field service engineer (fse). According to the information provided by the technician air gas module and o2 gas module were defective. The issue has been resolved by replacement of both gas modules. The device was delivered to the user in working condition. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root causes to the reported issues have not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.